Event description:
It was reported the patient could not feel stimulation from the spinal cord stimulation (scs) system during a follow-up test. An impedance test was done at 0.7 volts (v), 1.5 v, and 3v and high impedances were recorded in all instances. The patient could not feel stimulation even at 10 v. No patient harm or injury was reported. The patient was to decide if she was willing to have a revision to check connections.

Manufacturer narrative:
(B)(4).